Event description:
This rv lead is displaying noise. The plan is to cap the pace/sense portion of the lead and implant a pace/sense lead. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
19-oct-2022 it was reported that the is-1 portion of this lead was capped and a new dedicated rv pace/sense lead was implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.